Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead triggered a lead integrity alert (lia) due to noise, oversensing and increased sensing integrity count (sic). The patient is pacemaker dependent and bradycardic due to the oversensing. It was also noted that the lead was not capturing. The lead detections were turned off and the mode changed. The patient is a participant in the (B)(6) registry. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient presented to emergency room (ER) due to syncope. No arrhythmias detected or treated. The right ventricular (rv) lead was cut and capped and the left ventricular lead was plugged into the rv port of the newly implanted implantable pulse generator (ipg).